Event description:
Patient had diagnostic coronary angiogram, left heart cath and left ventriculogram with angioplasty. During placement of overlapping xience 2.75 x 18 mm des stent (distal) and xience 3.5 x 28 mm des (proximal), the 3.5 x 28 mm stent balloon sheared off the deployed stent and lodged in the left mainstem and proximal left circumflex artery. Numerous attempts were made to retrieve the dislodged balloon without success.